Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2011. The patient, identifier (B)(6), was a (B)(6) male born on (B)(6). According to the complainant, the physician was using the basket to retrieve stone fragments during an ureteroscopy procedure. After multiple passes, while inside the patient, three basket wires fully detached from the device. The basket wires attached to the ureter, without causing damage, and the physician used a grasper to successfully retrieve them. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2011. The patient, identifier (B)(6), was a (B)(6) male born on (B)(6) weighing (B)(6). According to the complainant, the physician was using the basket to retrieve stone fragments during an ureteroscopy procedure. After multiple passes, while inside the patient, three basket wires fully detached from the device. The basket wires attached to the ureter, without causing damage, and the physician used a grasper to successfully retrieve them. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient¿s condition post procedure was fine.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed all of the basket wires were present; however, all four were detached at lengths ranging from 5mm to 8mm from the proximal end of the basket. All of the broken ends were examined under magnification and demonstrated signs of melting and discoloration, consistent with laser contact. The outer sheath was kinked in several locations along the working length and was twisted approximately 48-58cm from the distal tip of the black heat shrink. A functional evaluation was performed and when the handle was actuated the basket moved slightly with a lot of resistance felt. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. As the device exhibited signs consistent with that which had been in contact with a laser, the most probable root cause of this complaint is use/user error.